Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, chemotherapy around time of implant placement, diabetes mellitus, smoker, bruxism, peri-implantitis, inflammation. Implants lost 80% of bone; now mobile. But 8-10mm pockets. Dentist removed them, and will place another 2. (B)(6) are the same patient.